Event description:
Additional information was received, indicating that the event was resolved by downloading new software.

Manufacturer narrative:
The results, method, and conclusion codes will be provided in the final report.

Event description:
During a clinic follow-up, the device stopped retrieving episodes due to a possible corrupted egm data. No intervention was performed at this time. The patient was stable.